Event description:
A patient suffering from reflux had a medtronic bravo capsule implanted per protocol. The capsule did not read properly on the bravo receiver until the receiver was reprogrammed, at which time data showed correctly on the screen. The patient was sent home with the receiver and proper instruction. The next day the patient called to say that the receiver was giving a c1 error. The receiver was returned to the spu dept for downloading and interpretation. There was no data available. The receiver was then sent to biomed for evaluation. No problem was found with receiver. It was likely the disposable capsule at fault.